Manufacturer narrative:
The patient's spouse reported that the patient was found unresponsive at home while wearing the ilet and was pronounced deceased by ems. The reported cause of death was believed by the treating healthcare providers to be a heart-related event; however, no autopsy was performed and the exact cause of death remains unconfirmed. The spouse specifically stated there were no concerns that the ilet contributed to the death and described the patient's experience with the device as positive. Engineering review found no malfunction alerts and no evidence of inaccurate insulin delivery in the available device logs. The logs were synchronized through approximately 3:23 am on the date of death and documented appropriate device operation, including expected glucose alerts and insulin delivery prior to loss of data. Although no device malfunction was identified, the manufacturer cannot definitively exclude a device contribution because the exact cause of death was not established. Therefore, this event is reportable as a death under 21 cfr 803.50. If additional clinical information or device evaluation results become available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026, it was reported that on (B)(6) 2026 the end user died. The reported cause of death was an unconfirmed heart-related event, and no medical treatment was provided. The outcome was death.